Event description:
Express 2 otw 4.0 x 16mm stent embolized in pt. Stent was not recovered. Boston scientific rep was notified and the staff had an inservice on proper technique of prepping an express stent.